Event description:
A malfunction alarm with code malf 9 was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump, assisted with the reset, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.